Manufacturer narrative:
E1. Due to privacy regulations, information regarding healthcare professionals cannot be provided. Please see regulatory report 9612501-2026-01511 regarding the valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a catheter. It was reported that during a pediatric ventriculoperitoneal shunt surgery, after the valve was connected to the distal peritoneal catheter, leakage was observed from the valve reservoir and no fluid flowed from the distal peritoneal catheter. The physician requested replacement of the distal peritoneal catheter. There was procedure delay of 10 minutes. The patient's status at the time of the report was alive, no injury.